Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in auxiliary water channel¿, was confirmed. It could not be specified what the white foreign material was nor the root cause of the remaining foreign material. It was confirmed that the foreign material remained in the auxiliary water channel since the reprocessing was not completed due to occurrence of leakage at the distal end. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blisters at the distal end was confirmed due to leak in light guide lens. The device evaluation found the reportable malfunction of jet tube had white foreign material as reported in b5. Non-reportable findings found during evaluation were: water tightness was lost due to adhesive peeling between light guide lens and distal end, insulation resistance value at distal end did not meet the standard value due to a chip on plastic distal end cover, plastic distal end cover had a crack, light guide lens had a crack, and connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had blisters at the distal end. It was not reported when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.